Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 21-aug-2023. H6: investigation summary twenty 20019e7d samples from lot 21075722 were received for investigation. One sample was received in opened packaging and with residual fluid detected in the device, whilst nineteen samples were received in sealed packaging for investigation. The feedback provided by the customer suggests leakage was detected from the smartsite component. The customer also suggested the smartsites appeared "squished and split". As part of the feedback the customer provided photographs. Analysis of the photographs, in addition to a visual inspection of the returned samples confirms the customer experience as all samples had oval smartsites. The complaint sample was then connected to a 50ml bd plastipak syringe from stock and flushed with fluid; leakage was detected from the smartsite devices. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21075722 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The cause of the oval smartsite issue is exposure of the smartsite to an external heat source that brings the component temperature above 60°c. The piston head of the smartsite is oval-shaped therefore when the round female luer adaptor (fla) component is placed over it, the piston opening is squeezed shut in order to create a seal. Under excessive heat conditions, the fla material can soften, and as the piston pushes back on the inside, it can reshape the fla to conform to the original oval-shape of the piston head. A review of the manufacturing process, bd storage conditions, and sterilization process has not found a potential root cause for this level of excess heat.

Event description:
It was reported that bd smartsite extension set was leaking. The following information was provided by the initial reporter with the verbatim: care center has noticed multiple incidences of blood and medication leaking from extension set bungs during patient use. No patients or staff were harmed during the incidents.

Manufacturer narrative:
E1: initial reporter address: (B)(6). H3: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd smartsite extension set was leaking. The following information was provided by the initial reporter with the verbatim: care center has noticed multiple incidences of blood and medication leaking from extension set bungs during patient use. No patients or staff were harmed during the incidents.